Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump wake button was difficult to depress. Customer applied more pressure to the button, and it functioned as expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternative method for insulin therapy.